Manufacturer narrative:
The technician replaced valves which did not correct the problem. Technician replaced hydraulic manifold/pump to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Bed is drifting into trend.